Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a decreased monitoring voltage of 2.59. Premature battery depletion was suspected. There were no reported adverse patient effects.